Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance. It was noted that the patient had fallen down two months ago. No intervention was reported. No further information was available at this time.

Event description:
New information indicated that the lead was capped and replaced.